Event description:
It was reported that a patient died from an unknown cause while in the hospital. On an unreported date, the patient began peritoneal dialysis (pd) therapy with dianeal pd4 ambuflex solution intraperitoneally (ip), (total fill volume, frequency, and lot numbers not reported). On an unknown date, approximately one month prior to this report, the patient was admitted to the hospital for "something respiratory related". The admitting hospital diagnosis was not officially confirmed. Treatments for and the outcome of the event were not reported. It was unknown if the patient was receiving pd therapy versus hemodialysis during the hospitalization. On an unspecified date, the patient passed away while in the hospital. The cause of death was unknown. It was unknown if the patient was connected to the homechoice machine or receiving dianeal pd4 solution at the time of death. No further information regarding the patient death was known. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the baxter product analysis laboratory (pal). The device passed both the homechoice rite (returned instrument test evaluation) electrical test and the homechoice rite functional test. The device was determined to meet performance specification requirements per rite testing. The pal evaluated the device and no failure nor malfunction was identified, that could have caused or contributed to the home patient passing away. Therefore the condition could not be confirmed, nor could the cause be determined. Additional information: a review of the devices logs revealed no failure, malfunction or iipv (increased intra-peritoneal volume) events that could have caused or contributed to the reported difficulty. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab for evaluation. Upon completion of the evaluation or if additional information received, a follow up report will be submitted.